Event description:
New information received stated that the patient presented for a routine follow up and the device was unable to be interrogated. Patient was stable before, during and after the event.

Event description:
It was reported that a sudden eri alert was noted on the device. It was stated that the battery parameters were not available. The device was part of the advisory for premature battery depletion with implantable cardioverter defibrillator. The device was explanted and replaced due to premature battery depletion. The patient was stable. No further information is available at this time.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.